Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided and reviewed. The first photo show partial view of drainage catheter connected with the external connector and thread was noted on the hub. A crack was noted on the catheter hub. Therefore, the the investigation is confirmed reported catheter connector hub fracture issue for the first device, and the investigation is inconclusive for the reported material separation issues as the provided photo was not sufficient to confirm the reported issue for the first device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous drainage catheter placement procedure using a navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector hub was allegedly broken completely. There was no reported patient injury.